Manufacturer narrative:
The biomedical engineer reported that the input box used with the bedside monitor (bsm) stopped reading spo2 and displayed no error message. No patient harm was reported. They sent the input box in to nihon kohden for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the input box used with the bedside monitor (bsm) stopped reading spo2 and displayed no error message.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported spo2 issues on the input box ay-653p sn:(B)(4). The spo2 would stop reading and there was no error message displayed on the screen. Issue persisted with new cables. Customer mentioned they were having an issue with the spo2 connectors being loose and/or the cables not plugging in snugly into the port. Customer did not know what bsm the ay unit is connected to as they are moved around frequently. Service requested: repair. Service performed: evaluation of the defective unit confirmed the issue "spo2 is loosing connection on this module". The mpu board was found to be damaged. Parts ur-3972 mp unit power board and ur-39373 mpu board were replaced. The unit was tested to operate within specifications and was returned to the customer. Investigation result: the root cause was determined to be physical damage to the mpu board due to improper use/handling of the unit. Failure and replacement of the part is addressed in the bsm-6000 service manual. The device was in use with a patient and there was no reported harm. Based on the given information, this complaint record can be closed as no further investigation is needed at this time.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, (B)(6) reported spo2 issues on the input box ay-653p sn:(B)(6). The spo2 would stop reading and there was no error message displayed on the screen. Issue persisted with new cables. Customer mentioned they were having an issue with the spo2 connectors being loose and/or the cables not plugging in snugly into the port. Customer did not know what bsm the ay unit is connected to as they are moved around frequently. Service requested repair service performed ay-653p/sn-(B)(6)/(B)(4) the reported problem "spo2 is loosing connection on this module " was cleaned and evaluated. The unit was confirmed, and our evaluation also found mpu board damaged(the picture was uploaded in notification) the unit needs to following :(under warranty) ur-3972 mp unit power bd, ay-651p/653p ur-39373 mpu board for ay-673 all malfunctioning parts were replaced. The unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specification. Investigation result the input box was put into service on 03/26/14, which is over 4 years prior to the reported issue. The warranty was current at the time of reported issue. Review of device history found no previously reported issues with the unit. Evaluation found the unit to be damaged. The root cause is determined to be customer abuse/improper handling. The issue was resolved by replacing the damaged board. The unit was tested to operate within specifications. Due to the condition of the unit, this issue is not suspected to be caused by deficient design. The repaired unit was returned to the customer on (B)(6)/2018 and there were no further reported issues correction: d1. Brand name. Incorrect brand name selected. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device g4. Date received by manufacturer: should be 06/15/2018 not 07/13/2018 as listed on MDR initial report g5. PMA/510(k) number. Incorrect 510k number listed h4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date d11 & c2: concmitant medical products: input box was used in conjunction with the bedside montitor (bsm) model: ay-653p-qm serial: (B)(6). Unique identifier (UDI) number: (B)(4). Age of the device: 57 months manufacturer date: 08/28/2013.

Event description:
The biomedical engineer reported that the input box used with the bedside monitor (bsm) stopped reading spo2 and displayed no error message.